Event description:
It was reported that the patient experienced pain in his low back and legs. A failed catheter dye study occurred. A catheter occlusion in the distal segment occurred. On (B)(6) 2014, a catheter revision occurred. Flow was sluggish, so the healthcare provider (hcp) trimmed of 35.5cm of catheter and added a new catheter segment. The hcp noted flow and reconnected the pump. The patient status at the time of this reported was indicated to be ¿alive-no injury¿. However, the patient outcome was not reported. Additional follow-up to obtain this information is being conducted. The device system was used to deliver fentanyl, bupivacaine and hydromorphone.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4). Analysis of the catheter revealed a non-significant indent in the cup of the sutureless connector, which did not affect infusion.